Manufacturer narrative:
UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. The batch review 3694720 showed that the devices were conformed to in process and finished goods specifications when released to stock the 29 apr. 2013. Expiration date: 2016-04 (according to retained labels). No nc was opened. The complaint device was received and evaluated. Visual inspection revealed that only inserter and suture were received. The anchor itself was not received. There was tissue debris on the inserter and the suture. We cannot confirm this complaint or discern a root cause for the reported failure without the anchor. Typically, from historical investigations, anchor breaks are associated with use of incorrect instruments, levering during insertion or axial misalignment. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The procedure was rcr. Anchor broke when surgeon hit it in before any tying of suture. No adverse effect to patient, other than extra anesthetic time. There was five (5) minutes delay in procedure, just to get a new anchor. Broken items all removed and another anchor inserted.